Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is blank and alarming at start-up. The customer reported there was no patient involvement

Manufacturer narrative:
Follow-up: attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and found that the customer replaced the cpu board.